Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since the biopsy needle followed a different trajectory than intended, although there is no indication of a systematic error or problem of the brainlab device, the corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place, and according to the hospital there are no negative clinical effects for these specific pts. According to the results of brainlab investigation and the info provided by the hospital, it can be concluded that the root cause for the determined shift is that during the registration of the pt, the navigation software did not find a match between the virtual display of the image datasets and the actual pt anatomy that was as accurate as desired for this specific surgeries. The reason for the insufficient match is most probable a shift of the registration markers (fiducials), caused by skin shift. During the required accuracy verification by the user the shift was apparently not detected (surgery 1) respectively determined to be acceptable (surgery 2). There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital.

Event description:
Two cranial biopsies were planned to be performed with the aid of brainlab cranial navigation system. During the procedure, the surgeon performed the initial pt registration (matching of virtual display of image data and actual pt anatomy) with registration markers attached to the pt's skin (fiducials), which resulted in a statistically medium precision. In the first surgery the surgeon verified the registration result after covering the pt with towels to ensure sterility, and determined it to be acceptable. In the second surgery (for a different pt), the surgeon verified the result directly after registration and detected a shift of the image data displayed in the navigation system. He performed a second pt registration attempt, verified the result and determined it to be acceptable for this procedure, despite also in this registration a shift had been detected. The surgeon performed the biopsy for both cases with the aid of navigation and obtained according tissue samples. However, when analyzed by the hospital pathology, the tissue samples were identified as healthy brain tissue, instead of the expected tumor tissue.